Event description:
An altitude alarm was reported on the customer's pump, leading to a suspension of insulin delivery. There was no adverse impact on the customer's blood glucose level. Initially, efforts to resolve the issue, such as cleaning and replacing the cartridge, were unsuccessful. Consequently, technical support decided to replace the pump and cartridge while advising the customer to temporarily use a manual insulin delivery method. The customer was instructed on how to handle the return process and prepare for the arrival of an updated pump.